Event description:
According to the available information the catheter was checked before use by inflating the balloon but it was not possible to deflate the balloon. The device was not used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 9666694 on the same defect. In june, we received one used sample, visually no defect was observed. Sample was inflated and deflate and no defect was observed. Checking the quality databases revealed no anomaly in connection with the described defect.

Event description:
According to the available information the catheter was checked before use by inflating the balloon but it was not possible to deflate the balloon. The device was not used.